Manufacturer narrative:
Citation: zablah je et al. Comparison of patients undergoing surgical versus transcatheter pulmonary valve replacement: criteria for referral and mid-term outcome. Pediatr cardiol. 2017 mar;38(3):603-607. Doi: 10.1007/s00246-016-1554-9. Epub 2017 feb 25. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the criteria for referral and mid-term outcomes for patients who underwent surgical (spvr) or transcatheter pulmonary valve replacement (tpvr). All data was retrospectively collected from a single center between january 2013 and june 2015. The study population included 30 patients (spvr: 15, tpvr: 15) and was predominantly male with a median age of 19 years. In the spvr group, an undisclosed number of patients were implanted with medtronic contegra valved conduits. In the tpvr group, four patients were previously implanted with contegra conduits. No serial numbers were provided. Among all contegra patients, adverse events included: tpvr (valve-in-valve) due to pulmonary regurgitation/insufficiency, pulmonary stenosis, or a combination of pulmonary insufficiency/regurgitation and stenosis. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.